Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer reported the sensor value was inaccurate which cause hyperglycemia. The mentioned blood glucose value was over 600 mg/dl, as per text. Customer reported rejected battery and failed battery test, that battery only last for 4 days. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis. As per complaint text please see record cross reference (B)(4), as this content svn (B)(4), (B)(4) and (B)(4) related/low bg - ER visit documentation.